Manufacturer narrative:
Updated due to information that the patient decided not to have a removal. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient decided not to have a removal; it is still implanted and they are still using the therapy. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gast rointestinal/pelvic floor. Patient reported "shocks from the device," they experienced a shocking sensation in their groin. No environmental/external/patient factors that may have led or contributed to the issue. The interventions/actions taken to resolve the issue included the rep advising the patient to turn the device off until they can be seen, but the patient declined and said "the devices helps me too much to turn it off." The rep noted that the patient will be seen at their healthcare provider's (hcp) office on (B)(6) 2020. At the appointment on (B)(6), diagnostics/troubleshooting performed included an impedance check, but no issues were identified. The action/intervention taken to resolve the issue included changing programs and discussing surgery options. No surgical intervention occurred nor is it planned at that time. Additional information was received from a manufacturer representative on 2020-jan-21. It was reported that surgical intervention was scheduled for on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
This report has been updated to include the information previously submitted in regulatory report 3004209178-2020-01901. It has been determined that these are the same event, and any further information will come through this regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins). Patient reported "shocks from the device". The environmental/external/patient factors that may have led or contributed to the issue are not known. The interventions/actions taken to resolve the issue included the rep advising the patient to turn the device off until they can be seen, but the patient declined and said "the devices helps me too much to turn it off." The rep noted that the patient will be seen at their healthcare provider's (hcp) office on (B)(6) 2020. The issue was not resolved at the time of the report. Surgical intervention did not occur nor is it planned. No further patient complications have been reported as a result of this event.